Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The lens and optics retention coupler was cracked. The breaks in the connector may have caused the no image as this connector would be inserted in the video processor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head does not transmit images during an unknown procedure. The device stopped presenting an image within five (5) minutes of the procedure starting causing a procedure delay. The length of the delay is unknown, however, it reportedly occurred when replacing the device. The delay had no patient impact. According to the customer, after opening the sterilization protection covers, there was no inappropriate manipulation of the equipment. The procedure was completed. The camera head had been coupled to the optics selected to perform the procedure. There were no reports of patient harm associated with this event.